Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4309104. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd q-syte closed luer access device disconnected. The following information was provided by the initial reporter: this is a complaint about syringe comes off during use. It was reported that 385100 was connected to the female port of 394501, and a terumo syringe 50ml (syringe pump) was connected to it, and it came off. It was an incident, but the hospital did not recognize it as a serious health hazard and there was no recall, so it is not considered a health hazard. Sales rep went to the clinical department to explain how to use it by inserting it straight and turning it, but they said that it had already been dealt with. The connection between the terumo syringe and 385100 has come loose.

Manufacturer narrative:
E.1. Characters limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.